Event description:
It was reported that during a routine ipg replacement procedure, the extension wires were cauterized with electrosurgical equipment, resulting in damage near the proximal end of the extensions close to the generator. Visible damage to the extension insulation was observed. Impedances were measured with the old ipg, and >5k monopolar was observed for the segmented contacts on both extension wires. No environmental or patient-related contributing factors were identified, as the incident occurred during the intraoperative procedure while the ipg was being removed from the chest pocket. During the same procedure, the damaged extension wires were replaced, and the surgeon performed re-tunneling to place new extension wires. The issue was resolved after the extensions were replaced, and no additional information was available from the healthcare professional.

Manufacturer narrative:
Continuation of d10: product ID: b3400060m, serial# (B)(6), implanted: (B)(6) 2024, product type: extension. Product ID: b3400060, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 25-aug-2025, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 07-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.